Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. No capture and dislodgement were noted on the right atrial (ra) lead. The lead was reprogrammed and then programmed off. No further patient complications have been reported as a result of this event.